Event description:
An article by kavsak, peter a., et.al., ¿an interference yielding divergent high-sensitivity cardiac troponin results on different instruments from the same manufacturer¿, clinica chimica acta; international journal of clinical chemistry 548 : 117450. ((B)(6), 2023), documented a case of falsely elevated architect stat high sensitive troponin-I results for one female patient in her fifties with a history of ulcerative colitis and hypertension. She presented in the emergency room in 2023 with chest pain. The following architect stat high sensitive troponin-I results generated on the architect i1000 analyzer were 38 and 33 ng/l (99th percentile = 16 ng/l). The results were run approximately 4 hours apart. The article documented the patient was previously seen in 2020 for chest pain with persistently increased troponin-I and diagnosed with peri myocarditis. Her symptoms had not improved with standard treatment and the ECG, echocardiogram, and coronary angiogram were all normal. The sequence of troponin-I results ran on the architect i2000sr analyzer were 77, 62, 57, 63, 53 and 45 ng/l. During that time in 2020, the laboratory briefly transitioned from the architect stat high sensitive troponin-I assay (architect i2000sr) to the ortho high sensitive troponin-I assay. During the patient¿s hospital admission 2 sequential troponin measurements were performed. One measurement generated a result of 45 ng/l using the architect stat high sensitive troponin-I assay on day 3 (ran on the architect i2000sr) and the second measurement generated a result of < 1 ng/l on day 4 using the ortho troponin-I assay. In 2023, the patient was seen by a cardiologist and the cardiologist questioned the clinical pattern given the persistent elevation of troponin-I results generated on the architect i1000 platform (38 and 33 ng/l). The patient was redrawn as an outpatient and the lab was only able to collect on edta plasma sample. The sample was tested and generated a troponin-I result of 36 ng/l on the architect i1000; 52 ng/l on the architect i2000sr; < 1 ng/l on the ortho platform. Repeat testing was done the next day on the architect i2000sr and yielded a result of 49 ng/l. The sample was treated with polyethylene glycol precipitation (peg) and retested on an abbott platform and generated a result of < 1ng/l. This indicated an interfering substance was present in the sample. There was no impact to patient management reported.

Manufacturer narrative:
A2 - age at time of event: patient in her 50s (fifties) - no specific age given.all available patient information was included. Additional patient details are not available.this report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.the complaint investigation for elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search could not be performed as the lot number is unknown. A review of tracking and trending complaint data for the list number did not identify any related trends regarding commonalities for lot number(s) and complaint issue. A review of device history records did not identify any non-conformance, potential non-conformance, or deviations associated with the list number and complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The lot number is unknown in this case, however review within the date lots show all median values are within + or ¿ 3sd of the mean indicating that the lots are comparable and performing acceptably in the field. Additional testing on a sample drawn in 2023 indicated potential macro troponin interference. Per historical technical operations review, detection of macro troponin in an assay is due to the specific antibodies used for capture and detection. Varying performance across different assays maybe observed based on the sequence targeted on the analyte. Due to the nature of the hst-I test the presence of macro troponin in a patient sample should have no impact on patient management. The diagnosis of an ami is not dependent on an individual result. Serial sampling to detect the temporal rise and fall of ctni levels is recommended for the differentiation of acute cardiac events from chronic cardiac disease. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect stat high sensitive troponin-I, list number 03p25.